Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. Corrected section: h6 - device code changed to 2895. The device was returned to the factory for evaluation on 12/11/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact jaws or intact heater wire. A hair was observed on the shaft of the device. No other visual defects were observed. An investigation was conducted on 01/22/2025. A visual inspection was conducted. The device was returned inside an opened product packaging with the devices not secure in the plastic carrier. The accessory kit was removed from the product packaging as well. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact harvesting device jaws or intact heater wire. There were no visible hair observed anywhere on the devices, inside the product packaging or in the plastic carrier. Based on the returned condition of the device as well as the evaluation results despite the hair observed in the photograph , the reported failure "contamination; hair" was not confirmed as it was not observed during the evaluation of the product. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot #3000404970 history record review was completed. There was one (01) ncmr documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that when opening a vasoview hemopro 2 kit for a case, they noticed a hair on it. A strand of hair is observed to be on the black shaft of the harvesting tool.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.